Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the override switch was sticking in trend mode. Additionally, the rubber boot for the trend switch was damaged. The technician replaced the override switch and rubber boot for trend switch, tested the table, confirmed the table to be operating according to specification, and returned it to service. The table was installed in 2006 making it approximately 18 years old. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 3085 surgical table moved into trendelenburg without being commanded to do so. The procedure was completed successfully. No report of injury or procedure delay.